Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were sticky and hard to press sometimes, hard to keep button down during prime process and insulin pump had received false or unexplained no delivery alarms. Customer's blood glucose value was unknown. Offered to transfer to 24 hour helpline but customer declined. The device will not be returned for analysis.